Event description:
This patient had these devices implanted during a revision surgery on (B)(6) 2023. [The previous femoral components were a commercially available porex femur and stem and custom-coated porex femoral augments (comp-051) implanted (B)(6) 2022 and the revision of these components on (B)(6) 2022 has been previously reported in linkbio complaint (B)(4). The patient's follow-up visit notes were sent to linkbio on (B)(6) 2023. The most recent follow-up visit note dated (B)(6) 2023 indicates that the patient has distal femur pain with radiographic studies showing loosening of the femoral cement mantle and stem, which dr. M thinks may be resulting from the polyethylene augment that she has on the femoral side. Dr. Maale sees no problems on the tibial side. Dr. M plans to revise the femoral side with a custom design.